Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in feb-2022, therefore, no in-house testing could be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 53 mg/dl and 38 mg/dl at 6:54 p.m. And 32 mg/dl at 6:58 p.m. On the contour next link 2.4 meter. The customer stated that she had a headache, however, she is hypoglycemic unaware. The customer drank juice after which she recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.